Event description:
An implantable pacemaker system was returned to the manufacturer from an unknown source with information that the patient had expired. Review of manufacturer's database revealed the patient death occurred approximately ten months after device implant. The cause of death has been requested and not received. Follow up with the clinic reported the patient had last been seen by them approximately eight months prior to death and everything was fine at that time. The patient was not pacer dependent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary - (B)(4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary : (B)(4) the device was returned, analyzed, and primary analysis results revealed no anomalies found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed) and the outer insulation had a cosmetic depression.

Event description:
An implantable pacemaker system was returned to the manufacturer from an unknown source with information that the patient had expired. Review of manufacturer's database revealed the patient death occurred approximately ten months after device implant. The cause of death has been requested and not received.